Event description:
It was reported that the p-wave, r-wave and lead impedance trends data was invalid. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead, (B)(6) 2001. (B)(4).